Manufacturer narrative:
Result of investigation: the examination of the optics revealed the following: the distal soldered seam is chemically attacked and leaking. The optic shaft is bent and there is a broken rod lens, which can be traced back to the bent shaft. Due to the leaking soldered seam, moisture can be seen in the rod lens system. On the distal cover glass, a white cloudy residue of unknown nature can be seen. Conclusion: the information provided by the customer regarding the error description "poor picture" can be confirmed. The imaging is partially blurred and appears greenish. During the examination, a whitish residue of unknown origin was found on the distal cover glass, which contributes to the blurring of the imaging. In addition, the distal soldered seam is severely attacked and leaking due to an external chemical influence (clinical treatment). Due to the existing leak, moisture and residues can freely enter the rod lens system, which is possibly also responsible for the greenish appearance of the image. Furthermore, the optic shaft is bent, which can be held responsible for the existing rod lens break. Obviously, the optics were not checked by the user as described in detail in the IFU under point 9 and point 11 to ensure that they were free of defects/damage. Otherwise, the existing damage to the optics would have been recognized and the optics would not have been used. The damage observed is due to improper handling and cannot be attributed to a manufacturing/production defect. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported there was poor picture there is no information that the event caused a harm or serious injury to patient,

Manufacturer narrative:
The device in question was returned to the manufacturer on january 9,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID(B)(4).